Event description:
Procedure: low anterior resection. According to the reporter: the surgeon placed the ralc on tissue and felt that all the tissue was captured in the jaws. The surgeon fired and upon opening, found that it had not completely transected the tissue. The surgeon applied another load to complete the transection. There was no bleeding reported in excess of 250cc. There was no tissue damage or unanticipated tissue loss. Operative time was not extended over thirty minutes.

Manufacturer narrative:
(B)(4).